Event description:
During stent placement in the left iliac, the stent migrated into the aortic arch. When the device was snared it fractured and separated in the pt. The age and gender of the pt is unk. The stent was placed in the pt's left common iliac artery at the bifurcation within the aorta. The lesion was predilated with a 6x40mm balloon. However, it was a tight calcified lesion after predilatation. Prior to that the lesion was a cto. The lesion had the shave of a "v" with the wide part of the "v" going towards the aorta. The tight calcified lesion caused the stent to "watermelon seed" into the aorta and the stent migrated up to the aorta arch. The stent was snared and brought back into the iliac. In the process a piece of the stent fractured. It fractured and separated when the physician was pulling it down into the left common iliac artery with a loop snare. It fractured in the left common iliac artery with only about 1 cm of stent protruding above the bifurcation into the aorta. The piece had to be removed from the pt through the sheath (6 french). None of the stents were left in the pt. Another stent was deployed in the right common iliac to create "kissing" stents about 1cm above the iliac bifurcation. Four smart stents were deployed in the pt, two in each iliac. The procedure was successfully completed with no pt injury.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.